Manufacturer narrative:
Device received with intermittent button response due to flattened esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had buttons were hard to press and the act button was almost unresponsive. Customer's blood glucose level was unknown at the time of incident. Customer stated that time clock was not advancing. Customer also stated that they tried pushing buttons to clear alarm but would not clear. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.